Event description:
It was reported by the customer that customer had experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 450 mg/dl. Insulin pump was cracked at the battery compartment. It was unknown whether customer used auto mode feature was active at the time of the event. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black pump case type - ngp customer returned device for alleged cosmetic damage located at the battery tube as well as high blood glucose found on (B)(6) 2022. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and test p-cap locks into the reservoir compartment. Pump error 63 alarmed during self test. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on (B)(6), 2022 due to broken trace u1 pin6 on keypad assembly. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked keypad overlay, keypad overlay texture damage and minor scratches on lcd window. In summary, customers alleged pump error 63 was confirmed in the history files and through visual inspection where a broken trace and loose solder joint was found on the u1 pin 6 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.